Event description:
It was reported that the pulse generator exhibited backup vvi. The device was explanted and replaced.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high glucose results generated by the unicel dxc 800 synchron clinical systems for two patients. The elevated results were noticed by the laboratorian and the specimens were re-tested. Rerun of the original samples yielded lower results and were reported out of the lab. It is unknown if patient treatment was affected, but erroneous results were not reported out of the lab.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found that the pulse generator was in back-up mode due to multiple flipped bits. After downloading the product code, the device functioned normally. The device did not meet the expected 75% published longevity. No information was received from the field regarding device settings.